Manufacturer narrative:
The device was inspected and the reason for return "blade not moving" could not be duplicated. Unit operated normally during function testing, there were no issues with internal components. As received from customer; guard clip received, but not installed as it should be, there was no calibration gage and the teflon pads were worn. No wear on eccentric screws, no wear on guard clips. Device has exceeded its required preventive maintenance schedule; this is the first time the unit was returned since it was manufactured three years ago. All calibration settings are within factory limits. The device will be cleaned, repaired, lubricated, reassembled, tested and recalibrated prior to returning to customer.

Event description:
The user facility stated the blade was not moving correctly. While operating on a child, the blade came out and cut the skin. The user facility noted that the center of the unit looked worn.